Manufacturer narrative:
Corrected data: b5: lens was exchanged on (b(6) 2020 with a longer lens due to low vault,this resolved the problem. Should be in previous MDR. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s., but not marketed in the u.s.. (B)(4); claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris. Visual inspection found no visible damage with foreign residue on the lens. Claim# (B)(4).